Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on august 03, 2023. With lot 1738913 number . Based on the device analysis grid, the assessments of the complaint are: ¿ deflation :observed one opening on the anterior side assessed as fold flaw opening and one opening on the radius side assessed as surgical damage. Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ white particles observed inside the device. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.